Event description:
It was reported that the patients lead was explanted and a new lead implanted due to an unknown reason. The patient fully recovered following the procedure.

Manufacturer narrative:
Based on all available information, engineers concluded that the report of high impedance could not be confirmed. Visual inspection revealed that the lead was cleanly cut into two pieces approximately 52.5 cm from the distal. Two proximal ends of the lead were cut and not returned. Electrical test could not be performed due to the cut lead damage. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified on the returned clean-cut lead. Based on all of the information, the probable cause of the reported event could not be established.

Event description:
It was reported that the patients lead was explanted and a new lead implanted due to an unknown reason. The patient fully recovered following the procedure.